Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the tracker had moved on the patient. Analysis found that the software functioned as designed.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a functional endoscopic sinus surgery (fess) procedure, there was a reported 3mm imprecision. The site was accurate after they completed registration but became inaccurate sometime during the case. It was reported that the site was using a tool close to the tracker and the tracker may have moved. The site re-registered and became accurate. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.